Event description:
The coating of the guide detached at the level of the hemostatic valve, during withdrawal, at the end of the procedure. There were no consequences for the pt. During evaluation, the tip of the device was found to be broken. Subsequently, this event has become MDR reportable.